Manufacturer narrative:
The insulin pump was received with cracked lcd glass. Unable to perform displacement test due to cracked lcd glass. The pump was received with cracked case corner of the belt clip rails near the battery compartment, missing retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.